Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned dry in a container lid. There was clear surgical residue on the lens surface. Visual inspection found that the haptic and optic was torn and a portion of the lens was missing. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon loaded a cc4204a intraocular lens, diopter +23.5, it tore. It was injected into the patient's eye and explanted intraoperatively. This occurred on (B)(6) 2019. "No patient injury" is reported. The cause of the event is reported as unknown.